Event description:
The customer reported that following a diagnostic catheterization procedure in 2002 a vasoseal es was deployed. Following the deployment procedure, it was noted that the j segment was missing from the temporary arteriotomy locator. The locator was dissected and the j segment was not inside. The j segment was found in the patient's tissue tract. The vascular surgeon removed the j segment. No further complications were reported.